Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 19.7 seconds. Technical services advised the sales representative that explant time would be based on physician's discretion and explained how extended charge times would affect the device. All available evidence shows the device currently remains implanted. Device is part of the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.